Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarmed for an error. The insulin pump had not been stored or out of use for an extended period of time. The blood glucose reading was 96 mg/dl. Nothing further was reported.

Manufacturer narrative:
The pump passed the error and displacement tests. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked belt clip slot, and broken reservoir tube lip.